Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin. Blood glucose level at the time of the incident was 274 mg/dl. During troubleshooting, the customer was advised to discontinue use of the pump and revert to back up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor. Device passed displacement test, unexpected restart error test and all operating currents tested within the spec range. Device was monitored and tested with no unexpected battery out limit alarm and unexpected restart error noted.